Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the ilet displayed repeated restart alarm 28 over several days, prompting approximately five restarts in one day, and a replacement device was issued; the issue corresponds to a device malfunction associated with a battery thermistor range condition. Symptoms included hyperglycemia with a reported maximum blood glucose of 361 mg/dl. Outcomes included elevated glucose outside of range for approximately 2¿3 hours without use of backup therapy, no ketones, and no medical intervention or hospitalization. Investigation included collection of event details and initiation of device replacement with return anticipated for evaluation. Investigation of this case revealed a reported malfunction related to the battery thermistor range consistent with a restart alarm sequence. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.